Manufacturer narrative:
Additional information is still expected as the patient was yet to be seen for follow up. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) was hospitalized for non-device related causes. However, it was noted that impedance measurements at discharge were out of range and the patient remained hospitalized. Disk analysis was requested and performed and high shocking impedance measurements were observed on the ICD and right ventricular (rv) lead which could indicate a possible lead conductor fracture. Shock impedance measurements were stable prior to end of last month. Arm/shoulder/pocket maneuvers were advised to monitor any noise and continuously measure shock impedance. Delivery of a true r-wave sync shock was also suggested to test the integrity of the shock lead. Additional information indicated that this patient was already discharged. No adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
A disk analysis was requested. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the patient was seen for follow up, at which time all lead measurements were within range including shock impedance measurements during performance of maneuvers. No noise was detected as well. Synchronous shocks were also delivered twice with normal shock impedance measurements. Consequently, a disk analysis was requested to determine the cause for the unstable shock impedance measurements. Boston scientific technical services (ts) later confirmed that the system was able to deliver full energy shocks with appropriate shock impedance and discussed factors that could affect daily impedance measurements. No adverse patient effects were reported. The lead and device remain in service.